Event description:
It was reported that the patient is a 54 year old male with a medical history of atopic dermatitis. The patient underwent phacoemulsification procedure and was implanted with the preloaded monofocal intraocular lens (iol) on (B)(6) 2023, due to anterior subcapsular cataract and posterior subcapsular cataract which lead to reduced visual acuity. Continuous curvilinear capsulorhexis was not completed during procedure due to anterior subcapsular cataract and a tear also occurred but it did not reach the posterior capsule. There was no problem centering the iol in the eye. The patient still presents with glare and halo one year after the iol implantation. The patient started using sanpilo ophthalmic solution from another manufacturer to reduce the aberration, but did not recover fully with the symptoms slightly improved. The physician cannot provide any further information since there is no anterior segment optical coherence tomography or wavefront aberration analyzer. The physician also mentioned he wants to avoid replacing the iol. No further information was provided.

Manufacturer narrative:
Section a4: unknown, as information was requested but not provided. Section b3 - date of event: date unknown, as information was requested but not provided section d6b - explant date: not applicable, lens remains implanted, therefor not explanted section e1 - email address: unknown, as information was requested but not provided section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.